Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 423 mg/dl. The customer was feels fine and already took a bolus. The customer was treated with bolus for high blood glucose. Customer was to bring blood glucose down to 265 at least to calibrate. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.